Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6: medical device: problem code corrected from "1074" to "1546". The lot #3000352197 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 btt balloon burst. Opened accessory kit to finish case. No added incisions or time. No patient harm done.

Manufacturer narrative:
Tw#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.